Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed but the twos continued to persist. Reprogramming was performed once again, and the lead remains in use. No patient complications have been reported as a result of this event.